Event description:
Per the clinic, the patient experienced a magnet dislodgement during an MRI (specific strength not reported). Subsequently, surgery to replace the magnet has been completed on (B)(6) 2023. The implanted device remains.